Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 10 mg/ml morphine at an unknown dose via an implantable pump for post lumbar laminectomy syndrome, degenerative disc disease, and spinal pain. It was reported that a critical alarm was heard and confirmed by telemetry. The logs were read and the pump was noted to be in safe state. No other alarms were noted. It was noted the patient was incoherent, which was considered to be a sudden change. The safe state was noted to have occurred on (B)(6) 2017, however the date the symptoms occurred was unknown.